Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16533738, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. It was also noted that the patent was not getting good coverage. Computed tomography (CT) was taken and showed that one lead had migrated. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.